Manufacturer narrative:
For type of device: ventilator, continuous, facility use.

Event description:
Ventilator initially functioned properly, then alarmed "system malfunction" while attached to the patient. Patient immediately removed from ventilator and manually ventilated until ventilator replaced. The machine was sent to biomed engineering. I am currently awaiting update on this event.

Event description:
Ventilator initially functioned properly, then alarmed "system malfunction" while attached to the patient. Patient immediately removed from ventilator and manually ventilated until ventilator replaced. The machine was sent to biomed engineering. I am currently awaiting update on this event.